Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change-out procedure, externalized conductors were suspected by x-ray. Lead was capped and replaced. Based on the review of the diagnostic images provided to st. Jude medical, the conductors appear to be externalized. Patient was in good condition during and post-procedure.